Event description:
It was reported that the cobalt 60 source became exposed when the teletherapy unit electrical power was switched on. The unwanted source exposure occurred while the treatment room door was open and the treatment unit's timer was in the "off" position.